Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was started going over 300 mg/dl and then it went over 400 mg/dl. Customer stats he spent most of the night last night in 400 mg/dl and then this morning he woke up with 250 mg/dl so he bloused and blood glucose level was still 215 mg/dl. Patient's blood glucose level at time of incident was 400 mg/dl. Patient's current blood glucose level was 215 mg/dl. High blood glucose troubleshooting was performed and completed. The customer was treated with insulin pump. Customer will not be returned device for analysis.